Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Current condition of patient is alright. Were any of the forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard? If so, when? Nothing out of ordinary w/ firing (no weird sounds etc.) Was the patient receiving blood therapy (thinners)? Unknown. What was the original procedure? Colojejunal anastomosis; sewed by hand to finish off surgery. What method was used to identify the bleeding? Where was the post-operative bleeding located? Unknown. Were there any patient pre-existing conditions that could have led to the post-operative bleeding? Unknown.

Event description:
It was reported that following an unknown procedure the patient experienced a post-operative complication. There was bleeding at the staple line. No further information is known at this time. There has been no adverse impact to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what was the procedure? What tissue was being stapled by the tx60b device? Were any other cutting/stapling devices used in the procedure? If yes, describe the device and what tissue it was used on. Did the tx60b device fire normally during the case? Was anything unusual noticed? If applicable, was the tx60b staple line inspected prior to closing the patient? If yes, describe what was seen? Depending on the nature of the procedure, was a leak test done? Results? When did the bleeding begin ¿ during or after the procedure? Describe what was done to manage the bleeding (for example: re-operation, applied clips, sutured, etc.) If the patient required a re-operation how long after surgery did that take place? If applicable, was the tx60b staple line inspected during the reoperation? If so, please describe staple line. If applicable, could it be determined which staple line the bleeding was coming from? Quantify how much blood the patient lost. Did the patient require a transfusion ¿ if yes, how much blood was transfused? What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain. Does the surgeon feel the bleeding is related to the use of the tx60b device? Please explain.